Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 of the bd nano¿ 2nd gen pen needles are faulty needles and will not connect to pen. The following was provided by the initial reporter: verbatim: after removing the tab you can see the pin that enters the pen is bent and won't screw onto pen. After using half the box, we found so far 16 unusable needles.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 16 of the bd nano¿ 2nd gen pen needles are faulty needles and will not connect to pen. The following was provided by the initial reporter: verbatim: after removing the tab you can see the pin that enters the pen is bent and won't screw onto pen. After using half the box, we found so far 16 unusable needles.